Event description:
Physio-control was performing routine inspection and testing. When the device was tested for defibrillator function, it would not deliver selected energy levels or recognize defib electrodes within specified patient impedances. A failure to recognize a patient connection by the device could cause the device to not deliver defibrillation energy to a patient in some cases. There was no patient associated with the report.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced pcb assembly in the failure analysis center and determined that root cause for the reported problem was failure of eprom, designator u11, to hold calibration constants in memory.